Event description:
On 7/4/15, the reporter contacted animas and alleged that the pump does not maintain the time/date accurately when the battery is removed for less than 24 hours, and that the patient was hospitalized with a blood glucose of 598 mg/dl, nausea, vomiting, and large ketones. Treatment included IV fluids, insulin, food/drink. Patient has discontinued pump therapy. The time/date issue is not being reported as the pump displays the verify screen after a battery change and the time and date must be set by the user to confirm the verify screen. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 9/2/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: unable to verify the time/date reset to default setting in the black box. A manual date changed was observed from 2007-04-19 11:29 to (B)(6) 2015 11:29. Pump was manually suspended on (B)(6) 2015 at 14:56; deliveries never resumed... Pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to default setting. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed cover; inspection showed the internal battery was leaking. Unrelated to the complaint,battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. User error should be considered.